Manufacturer narrative:
No sample is available for the manufacturer to evaluate. No lot # is available.

Event description:
Complaint alleges: the customer reports that the catheter was inserted to a (B)(6) old boy following a surgery on the urethra. One day after insertion, the catheter broke at the funnel. The catheter was not removed, but taped to the penis and removed the following day. No patient injury reported. Patient current condition is fine.